Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4). Analysis: camera connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that they got to the registration page and saw the localizer was disconnected. When the system was restarted, no video input was displayed. The site ended up using a different navigation system to proceed. There was less than an hour delay to the procedure and no impact on the patient's outcome due to this event.